Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported last night they were charging their implanted neurostimulator and the controller screen went solid white 5 times within 15 minutes. Patient reset the controller and the screen kept going solid white. Patient noted they were on 2. 3 and the stimulation went to 6. 1 and patient felt like they were having a seizure because they felt like they were frozen and couldn't move and it hurt so bad because of the intensity from the stimulation. Pt also noted that when they would recharge the implant with this controller the charge level would reach 30% quickly. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. Agent reviewed if the replacement controller did not resolve the issue with stimulation changing on its own to reach out to their managing hcp. Pt mentioned having controller issues in the past and called into ps to resolve the issues. Pt mentioned they had been reprogrammed in the past. Pt called back stating they just got a new controller and they already had issues. The pt went to charge ins and got charging needs attention but when they would unlock the controller they got excellent. Then without moving position they got charging inadequate. They reset the controller but they kept getting charging needs attention recharge. During call pt noted from the relay box to the antenna there was a bent was not kink. Pt attempted to recharge the ins was recharging excellent. Pt said the top of the controller kept flashing white and green. The battery levels was at 60% to the controller and the ins had 90%. Pt noted last time they called the agent told them there could be something with the ins, agent reviewed notes and redirected to hcp.  Pt noted that their lumbar was fused from l1 to s1. Patient called back and stated they received the replacement recharger and they had the same issue of recharging needs attention. During the call there were no damages in the controller charging port, battery compartment, and recharger. Patient noted yesterday they saw a flashing green and white or amber color on the controller but the previous agent did not believe them. Patient was not colorblind. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and implant was at 80%. Patient plugged the recharger and got excellent. After a couple minutes patient noted the implant was still charging fine. Agent closed case. Additional information was received from a patient (pt). It was reported that the stimulation output that led to the seizure symptom never happened. The patient reported that they will be having their implantable neurostimulator (ins) removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97755-s lot# serial# (B)(6): product type recharger product ID 97755-s lot# serial# nlf206400n implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.